Manufacturer narrative:
The module was replaced and is being returned to the manufacturer for evaluation. The system was tested and is ready for clinical use. The investigation is ongoing.

Event description:
A user facility in france reported that the system shutdown during use. There was no patient impact reported.